Event description:
Complainant alleged using the heating pad and falling asleep. She awoke to find a second degree burn to her shoulder.

Manufacturer narrative:
Using a heating pad while sleeping and bunching/folding the heating pad while in use are direct violations of the instructions provided. This incident is a direct result of misuse/abuse of the product.